Event description:
It is reported during a trial lead procedure on (B)(6) 2019, the patient was not able to tolerate lying on a prone position due to discomfort/pain. As such, the procedure was abandoned.